Manufacturer narrative:
Bayer case number: (B)(4). Pelvic pain [pelvic pain female]. Joint pain [joint pain]. Memory loss [memory loss]. Heavy menstrual bleeding [heavy menstrual bleeding]. Decrease in visual acuity [visual acuity reduced]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2012, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criterion intervention required), arthralgia ("joint pain"), amnesia ("memory loss"), heavy menstrual bleeding ("heavy menstrual bleeding") and visual acuity reduced ("decrease in visual acuity"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the outcome of pelvic pain was unknown. The reporter considered amnesia, arthralgia, heavy menstrual bleeding, pelvic pain and visual acuity reduced to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 19-may-2025: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4). Pelvic pain [pelvic pain female]. Joint pain [joint pain]. Memory loss [memory loss]. Heavy menstrual bleeding [heavy menstrual bleeding]. Decrease in visual acuity [visual acuity reduced]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2012, the patient had essure inserted. On unknown date, she experienced pelvic pain (seriousness criterion intervention required), arthralgia ("joint pain"), amnesia ("memory loss"), heavy menstrual bleeding ("heavy menstrual bleeding") and visual acuity reduced ("decrease in visual acuity"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the outcome of pelvic pain was unknown. The reporter considered amnesia, arthralgia, heavy menstrual bleeding, pelvic pain and visual acuity reduced to be related to essure administration. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4) pelvic pain [pelvic pain female], joint pain [joint pain] , memory loss [memory loss] , heavy menstrual bleeding [heavy menstrual bleeding] , decrease in visual acuity [visual acuity reduced] . Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2012, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criterion intervention required), arthralgia ("joint pain"), amnesia ("memory loss"), heavy menstrual bleeding ("heavy menstrual bleeding") and visual acuity reduced ("decrease in visual acuity"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the outcome of pelvic pain was unknown. The reporter considered amnesia, arthralgia, heavy menstrual bleeding, pelvic pain and visual acuity reduced to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The following amendment was made: patient initial updated. No new follow-up information was received from the reporter. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4) pelvic pain [pelvic pain female], joint pain [joint pain], memory loss [memory loss] , heavy menstrual bleeding [heavy menstrual bleeding] , decrease in visual acuity [visual acuity reduced] . Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2012, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criterion intervention required), arthralgia ("joint pain"), amnesia ("memory loss"), heavy menstrual bleeding ("heavy menstrual bleeding") and visual acuity reduced ("decrease in visual acuity"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the outcome of pelvic pain was unknown. The reporter considered amnesia, arthralgia, heavy menstrual bleeding, pelvic pain and visual acuity reduced to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 27-jun-2025: upon receipt of new follow up argus cases are found to be duplicate of each other (B)(4) therefore argus case (B)(4) needs to nullify from argus database. All source documents, references, event (visual acuity decreases), reporters & all relevant information has been transferred to retention case. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.